Event description:
It was reported by the customer that the m540 has shut down during operation and gave an alarm and could not be restarted. There was no report of patient injury or death.

Manufacturer narrative:
It was reported to draeger that the m540 shut down while in use and gave a continuous alarm until the device battery eventually depleted. No adverse patient impact was reported. The device was evaluated by draeger personnel, who confirmed the malfunction, and found that various parts were damaged including the device housing, a mainboard defect, and a broken top cover. Multiple attempts were made for further information and to date no further information has been provided. The draeger technician repaired the device, including repairing the faulty mainboard. A mainboard failure could cause the device to alarm and shutdown however, an exact root cause of the mainboard failure cannot be determined due to insufficient information. After the repair, the technician conducted a function and software test, calibrated and did a final check of the device in accordance with manufacturers specifications. No further issues have been reported. Furthermore, according to the pictures sent in, damage to the housing of the unit could be consistent with drop damage and according to the IFU, a visual inspection should be conducted before every use, and the user should ensure that there is no damaged housing or other physical damage to the device.